Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was isolated to the electrode belt's j702 in the distribution node pca being ripped from the pads, causing the communication error. The root cause for damaged j702 was physical abuse. There was no adverse event that resulted from the damaged belt.